Manufacturer narrative:
Product ID: 8711, lot# j10849r38, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that a ¿year ago¿ in (B)(6) 2013, a patient had withdrawal symptoms when her pump ran out of medication before they replaced it. The patient started feeling cold, was having chills, and could not get warm. The patient had diarrhea, nausea, vomiting, repetitive yawning, sneezing, frequent urination ¿like every hour,¿ sleeplessness, restlessness, and anxiety. The symptoms reportedly got progressively worse. The pump was used to infuse dilaudid (hydromorphone). No outcome was reported for this event. Follow up was being conducted to obtain additional information but it had not been received at the time of this report.